Manufacturer narrative:
Date of report: 21jun2019. Date rec'd by MFR: 20jun2019. A touch screen assembly was return for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 02apr2019. Date of report: 30may2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen calibration failed. There was no patient involvement. Event date not specified, estimate used.